Event description:
The customer reported the generation of erroneously low sodium patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as a defective ion-selective electrolyte (ise) tubing and ise peristaltic pumps. The fse replaced the ise tubing and peristaltic pumps to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1: (B)(6). The beckman coulter internal identifier is (B)(4).